Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Distal stent rows 1 and 2 were damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# a00737989 tw# 5225236

Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial approach. The 70-80% stenosed, 2.25 x 34mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6f non-bsc guide catheter was engaged coaxially and a non-bsc guide wire crossed the distal end of the lesion, pre-dilatation was performed with a 2 x 12mm maverick balloon catheter resulting to 40% residual stenosis, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and another 2.50 x 38 synergy¿ stent was advanced and deployed. Post-dilatation was performed with a 2.5 x 12mm quantum maverick balloon catheter and the procedure was completed with good outcome. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.